Event description:
In an article titled: "does timing matter in performing kyphoplasty? Acute versus chronic compression fractures" the following events were reported: cement leakage was noted: three pts (10%) in the acute group; one pt (4%) in the chronic group. All four pts with asymptomatic intradiscal cement leakages. The pts were allowed to ambulate on the evening of the surgery and were discharged the day after the kyphoplasty procedure. No additional info was reported.

Manufacturer narrative:
Report source: literature: an article titled: "does timing matter in performing kyphoplasty? Acute versus chronic compression fractures" by serkan erkan, tackin r. Ozalp, huseyin s. Yercan, guvenir okcu. Method - device not returned, internal review of literature, follow-up with author.